Event description:
I have a tslim insulin pump and a g7dexcom sensor. At 5:30 in the morning I woke up and looked at my pump. It said my blood sugar was 242. Which was funny because I was sleeping and not eating. I did a blood check with a finger stick and my sugar was 109. The pictures I attached show that my pump was giving me insulin to correct the high sugar which I fact wasn't high because it was on control iq. This is extremely dangerous taking insulin to correct a sugar of 109 would've given me a low blood sugar. Which wasn't register as low with the g7 dexcom sensor. To be clear the tslim pump was working as it should but the g7 sensor was giving incorrect readings.